Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco healthcare that a customer had a problem with a tenckhoff catheter. The customer states that after 1 mo of implantation, there was a lot of discharge noted from the exit. After changing the tenckhoff catheter, the dr discovered a hole between the 2 cuffs.